Event description:
It was reported that during a vaginal hysterectomy procedure, there was a burn to the terminal ileum of the bowel on the last firing of the device. While activating the device, the bowel fell down on top or side of the device. It burned through the levels. After a little manipulation while attempting to inspect, a hole was created in the bowel; it opened up. To correct, the surgeon cut out around the burnt area and over sewed the otomy. A general surgeon inspected the repair and deemed it was sufficient to eliminate any problems. As a result of the event, the patient will remain in the hospital a minimum of two, possibly three nights. The device was discarded.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information: information received from engineers attending procedure to gather data on observe procedure, how instrument is being used and real-time data from the generator on how instrument, generator, surgeon are all interacting. The surgeon was being assisted by another surgeon who is a super jaw user. Surgeon did not want any training prior to the case because (very incessant) he wanted to give feedback as if a new surgeon, but engineer did provide some inservicing; thought it was necessary procedure started with cut, clamp and tie initially and then started using g2. He did not like that the device did not lock and the force to fire; after instructed by other surgeon, force to fire went from 2 hands to 1 and he let tissue melt. When he got to the final cut on the left side, used sponge and gauze to push bowel out of way. Surgeon was so deep in the vagina, nearly impossible to see tip of jaw. He used his fingers put in to make sure nothing was in there. Could not see tip of jaw when energizing. Believed that sponge and gauze got out of the way and allowed bowel to come in contact with jaw. Uterus removed (normal size). Oozing on right side which he sewed up. As the intestine dropped down in vagina , he inspected the bowel (palpated bowel aggressively) to make sure he did not have any nicks or cuts. Initially did not look like the burn went completely through the bowel but the surgeon then used a scalpel to remove blanched tissue and then continued to remove necrosed tissue. A general surgeon called in and over-sutured.